Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plunger's syringe is leaking. Leak of sterile water. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A device history record review was performed on the lor syringe with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the syringe leaking could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the plunger's syringe is leaking. Leak of sterile water. There was no patient injury.